Event description:
Allegedly revised due to dislocation/diassociation.

Manufacturer narrative:
Conclusion: no device failure. Complaint history reviewed and analysis shows no trend for item/lot number. Device history record reviewed and indicates the product met specifications when manufactured. Product was not returned for evaluation. Product did not contribute to this event.

Manufacturer narrative:
Device #2:investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00799, 00801.